Event description:
It was reported that this implantable pacemaker device was not functioning properly and patient wanted a review or check the battery status. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was not functioning properly and patient wanted a review or check the battery status. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. As of this time, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.